Event description:
At 10:30 a.m. On (B)(6) 2026, nurse was preparing to administer an intravenous infusion to patient 22. To protect the patient¿s veins, she chose to use a closed-system intravenous catheter for the puncture. Upon opening the packaging of the closed-system intravenous catheter, the nurse discovered a foreign object on the needle tip and noticed that the needle cap was missing. She did not proceed with the puncture. Nurse meng selected a new, compliant catheter for the venipuncture. Upon returning to the nurses¿ station, she immediately photographed the contaminated closed-system intravenous catheter and shared the images in the department¿s nursing group and the medical supplies work group. She also reported the incident to the head nurse, filed a medical device adverse event report, and had the device disposed of as scrap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.